Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received information the nozzle unit and o2 sensor were defective and in need of replacement. Replacement of the nozzle unit and o2 sensor solved the issue. The issue was confirmed in the provided log files. The plastic nozzle unit contains a valve diaphragm. The valve diaphragm, controlled by the inspiratory solenoid, regulates the gas flow through the gas module. The complete plastic nozzle unit must be replaced during preventive maintenance. The o2 sensor is a measuring device for the inspired oxygen concentration, using ultrasound technique with two ultrasonic transducers/receivers. Our conclusion is that the replaced parts were the cause of the failure. However, the root cause of why the parts failed has not been established as the replaced parts were not returned for investigation. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800.

Event description:
Manufacturer ref#: (B)(4).